Event description:
It was reported that pump experienced malfunction alarm that prevented normal use, with no additional event details or blood glucose information available. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump while original pump was powered on and off by distributor, repeatedly showed malfunction alarm, and was planned for return to tandem for further evaluation.